Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: finally we have dismantled the valves. Inside the progav 2.0 valve we have found a build up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the progav 2.0 valve could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: 60 cm. Implant date: month/year ((B)(6) 2018). When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the device was explanted, due to a blocked valve." Additional patient information has been requested. When additional information is received a follow up report will be submitted.